Event description:
It was reported that black residue was discovered around the collar of the micro sagittal saw head. This occurred during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow up report will be filed when the investigation is complete.